Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unable to verify unexpected battery power loss alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had unexpected battery power loss. The insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.